Event description:
The customer obtained lower than expected vitros psa quality control results while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous psa results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected psa quality control results were obtained while using the vitros eciq analyzer. A definitive root cause could not be determined. However, the specific psa calibration and/or specific signal reagent (sr) pack could not be ruled out as contributing factors. After replacing the sr reagent pack and recalibrating psa, acceptable psa quality control results were obtained. The customer did not want to pursue further troubleshooting.